Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation:analysis of the returned device identified: crease flat and opening shell. Microscopic analysis was performed which identified: striated opening on radius, posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange due to concern with product. Device was explanted and replaced.